Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss with unknown duration occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and signal loss over one hour was found within the investigation window. The allegation was confirmed. The probable cause of the signal loss over one hour could not be determined. The reported event of a signal loss with unknown duration is reportable based on the finding of a signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss with unknown duration occurred. Data was evaluated and the allegation was confirmed as a signal loss over one hour. The probable cause could not be determined. The reported event of a signal loss with unknown duration is reportable based on the finding of a signal loss over one hour. No injury or medical intervention was reported.